Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported that as she was in the process of manually unloading a stuck aliquot plate on a dimension vista 1500 system (serial number: (B)(4)), she was sprayed on the face by the contents of the aliquot plate. The operator was wearing personal protective equipment (ppe) at the time of the event. The customer started the hospital injury procedures, but did not require medical treatment. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer was sprayed on the face by the contents of an aliquot plate on a dimension vista 1500 system (serial number: (B)(4). The customer was in the process of manually unloading a stuck aliquot plate and was then sprayed on the face with the contents of the aliquot plate. There are no known reports of medical intervention or adverse health consequences due to the customer being sprayed on the face by the contents of an aliquot plate.